Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed backup operation due to electromagnetic interference on the pacemaker. No changes or intervention were reported. There were no patient consequences.